Event description:
On (B)(6) 2013, this pt underwent endovascular treatment for an aortic arch aneurysm measuring 80mm. Three gore tag thoracic endoprosthesis were implanted beginning in the ascending aorta and extending distally. Prior to implant, the pt underwent surgical debranching of the aortic branch vessels and a left subclavian artery bypass to the left carotid artery, with a 6 mm ptfe graft. It was reported that the pt suffered an atheromatous debris embolism. The physician believes the embolism occurred during the aortic debranching procedure during manipulation of the arch, but cannot be certain. Multiple small foci of emboli were detected in an early MRI of the brain. It was reported that the pt awoke from the procedure and presented with motor deficit in the lower limbs. With increased cerebrospinal fluid (csf) drainage the pt's left lower limbs completely recovered. A few hours later the pt complained of visual deficit. Approximately 26 hours post operatively, the pt convulsed and required re-intubation. The pt is reportedly still unconscious.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore tag thoracic endoprosthesis states, potential complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke).